Manufacturer narrative:
Additional information was received that the infection was acquired during the revision procedure that happened on (B)(6) 2014 (MFR report #: 3006630150-2014-02596).

Event description:
A report was received that the patient underwent explant procedure due to infection at the ipg and midline incision site. Symptoms were fever and soreness at midline and ipg site. The patient was prescribed antibiotics. Infection was procedure related.

Event description:
A report was received that the patient underwent explant procedure due to infection at the ipg and midline incision site. Symptoms were fever and soreness at midline and ipg site. The patient was prescribed antibiotics. Infection was procedure related.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial /lot #: (B)(4) / 1032090, description: linear st lead, 50cm. Model #: sc-4316, serial /lot #: (B)(4) / 16570714, description: next generation anchor kit-sterile. Model #: sc-2218-70m serial / lot#: (B)(4) / 596331, description: linear st lead, 70cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.